Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd eclipse injection needle 25g x 1 medical assistant reported a piece of plastic floating around in syringe. We have needles that are defective. Bd eclipse injection needle 25g x 1 lot 7342376 the following information was provided by the initial reporter: "I tried giving an injection of testosterone and the medication wouldn¿t push through intramuscular. I withdrew the needle and tried to push the medication it still did not push through. I attempted a 2nd time with another needle and had a lot of give with injection although I did get medication injected. Then I had an ma report using a needle from the same lot she noted in the syringe with medication and needle in place a piece of plastic floating around. They can¿t say for sure it came from needle, but after my experience they believe it may have." I then tested 3 needles from same lot 2 had a lot of resistance and one I couldn¿t push water through. I have 3 boxes and have pulled them. I have more needles same size, different lots with no issues.

Manufacturer narrative:
Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed. Root cause is undetermined.

Event description:
It was reported that during use of the unspecified bd eclipse injection needle 25g x 1. Medical assistant reported a piece of plastic floating around in syringe. We have needles that are defective. Bd eclipse injection needle 25g x 1 lot 7342376. The following information was provided by the initial reporter: "I tried giving an injection of testosterone and the medication wouldn¿t push through intramuscular. I withdrew the needle and tried to push the medication it still did not push through. I attempted a 2nd time with another needle and had a lot of give with injection although I did get medication injected. Then I had an ma report using a needle from the same lot she noted in the syringe with medication and needle in place a piece of plastic floating around. They can¿t say for sure it came from needle, but after my experience they believe it may have." I then tested 3 needles from same lot 2 had a lot of resistance and one I couldn¿t push water through. I have 3 boxes and have pulled them. I have more needles same size, different lots with no issues.